Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed multiple cracks in the battery compartment. Unrelated this issue, investigation revealed that the pump casing was cracked at the top right corner between display lens and pump seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there were multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.